Manufacturer narrative:
Continuation of d10: product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving hydromorphone via an implantable pump for unknown indications for use. It was reported that while in the clinic. A clinical assistant was troubleshooting the personal therapy manager (ptm) with the patient. Delivery of a bolus took over five minutes after connecting and was 'stuck' at 90% on the progress indicator. The patient was advised to contact medtronic. Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.